Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported connection issue could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the minicap transfer set could not connect tightly with the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.